Event description:
Patient presented in-clinic after receiving a vibratory alert. Upon investigation, the device was found to be in backup vvi (bvvi) mode, and the device was unable to be interrogated via inductive telemetry. The patient was hospitalized, and the device was explanted and replaced to resolve the event. The cause of the bvvi was unknown. The patient was in stable condition.